Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. On 08/19/2016 a medtronic representative, following-up at the site, reported the site has not clarified whether they used an alternate navigation system or camera to continue the procedure to completion. To date, the site has not replaced either device. - return requested for suspect positioning sensor unit (psu). No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative received a report that, while in a cranial procedure, the site's navigation system positioning sensor unit (psu) failed to communicate with the navigation system. This occurred when navigation was being used. The navigation system was re-booted each time and normal function was restored. An alternate device was brought in to allow the surgeon to continue the procedure. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported the site used a back-up navigation system to continue the procedure. The medtronic representative also reported the site plans to upgrade the suspect system to a different navigation system, but has yet to upgrade the system.